Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2017. Flushing and aspiration was reported at insertion, and medication was delivered (thiamine, pantoprazole, buscopane,odanzitrone, IV medicloprimide). No venous return was reported on (B)(6) 2017, and the PICC flushed easily. A dressing change was completed. Following this, the dressings became wet with medication precipitate (discoloured - nil blood). On (B)(6) 2017 the dressing and entry site was reportedly moist again. No visible signs of leakage were present at this time, just dressings becoming wet with medication precipitate. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fluid leak in a PICC cannot be confirmed due to clinical conditions which are unknown and cannot be replicated in the evaluation setting. The device returned was one 4 fr s/l powerpicc device. Visual evaluation found residue on the catheter, particularly on the bottom surface of the securement wings and the first few centimeters distal to the wings. A needleless injection cap was attached to the female luer. The catheter terminated between the 42- and 43-cm depth marks. Microscopic evaluation found a thin, tapering flap of catheter material extending from the distal tip of the catheter. In addition, a quantity of yellowish material was partially occluding the distal tip. The surface of the distal tip was striated, indicating a cut with a sharp, ground instrument, apparently during trimming. Adhesive/tape residue was visually apparent on the needleless injection cap. White material, partially fibrous, was found on the solo valve luer when the needleless connector was removed. This is speculated to be part of a gauze dressing. The solo valve was visually examined through the proximal luer adaptor, and no biological/use residue was noted, and no damage to the valve. To test the solo valve for propensity for backflow, the catheter was flushed and the distal end held in water, well above the proximal end. No signs of leakage through the solo valve were noted. The leak is therefore not suspected to have come through the solo valve. Functional testing also found the catheter was patent to infusion, and no leaking could be found during infusion, when pressurized by clamping the distal end or otherwise; the catheter itself does not show signs of a hole or defect which would cause a subcutaneous leak. Tactual evaluation found roughness on the outside of the catheter, indicating deposition of unknown material. The presence of yellowish material on the end of the catheter and the absence of catheter defects indicate the possibility of a fibrin sheath forming on the catheter, obstructing the tip, and redirecting the flow of infusate back toward the insertion site. However, this cannot be confirmed with the information available.

Event description:
It was reported that the PICC was inserted on the (B)(6) 2017. Flushing and aspiration was reported at insertion, and medication was delivered (thiamine, pantoprazole, buscopane, odanzitrone, IV medicloprimide). No venous return was reported on (B)(6) 2017, and the PICC flushed easily. A dressing change was completed. Following this, the dressings became wet with medication precipitate (discoloured - nil blood). On (B)(6) 2017 the dressing and entry site was reportedly moist again. No visible signs of leakage were present at this time, just dressings becoming wet with medication precipitate. There was no reported patient injury.